Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The customer returned a spiral shaped piece of stent material for evaluation. The sliver of material was verified as material from the catheter. Review of the failure evaluation indicates the sliver has a shape that is consistent with damage caused by contact with a sharp edge. There is no evidence that this happened prior to opening the package and use at the facility. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information a definitive root cause cannot be established at this time. However, it is possible that the stent may have been scraped on an instrument of undetermined origin. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent an unknown procedure using an c-flex double pigtail ureteral stent set. The attending physician indicated that while inserting the stent a piece of plastic sheared off the sheath. No unintended sections of the device remain inside the patient¿s body nor did the patient experience any additional procedures or adverse effects due to this occurrence. No further information was provided.